Event description:
This follow up is being sent because of a facility medwatch received. The facility medwatch will be attached along with this medwatch, and any information from the facility medwatch will not be repeated in this medwatch.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device history records were reviewed and no issues were found that would contribute to the reported condition. The investigation

Event description:
It was reported t-pal spacer applicator was used for the interbody cage during the procedure. The t-pal applicator would not release from the cage once implanted. When the surgeon was able to remove the applicator the fork portion of the applicator was observed to be deformed. The cage was implanted in the canal and the surgeon immediately tried to remove the cage. The cage came out broken. The surgeon reported damage to the patients spinal cord. The surgeon believes the patient will be paraplegic. This report is for the t-pal spacer applicator inner shaft. This report is 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.